Event description:
It was reported that the patient was scheduled for vns wire repositioning for unknown reason. Additional information received. Per physician, the revision was performed because anchor was close to surface of skin and caused pain and worry that it could potentially overtime extrude through the skin. Implant would drift up towards left shoulder when she laid down causing discomfort. The intervention was indicated to preclude serious injury. This report will capture adverse events on the generator. Migration and pain. All other adverse event on the lead will be captured in a separate report 1644487-2026-10787. No other relevant information has been received to date.

Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)